Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue occurred during the morning regular check-up, as the patient was preparing to move to the operation room. And the system was returned to functional state after the fse restarted it. Following that, the system continued with the planned (non-emergency) procedure as planned. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the clea arm/maquet-table not working (no movements). The system logfiles were checked and troubleshooting found that the issue with the geo pc. A philips field service engineer (fse) went onsite and restarted the geo pc manually. As a precaution, the geo ipc (image processing component) replaced. However, the same issue reoccurred on (B)(6) 2024, and was solved by a system restart, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. The reported issue would be identified during these checks and therefore no on-going procedure were not impacted. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system movements are not working. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.